Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from february 08, 2021 - february 09, 2021. H10: two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. However, small traces of silicone oil were observed on the interior wall of the housing. The silicone is cosmetic and has no impact on the function of the product. Functional testing was performed by filling the device with green colored water to the bladder. After fill, the device was being monitored until the next day; no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2021. Initial reporter postal code: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked from an unspecified location. This was identified prior to patient use. There was no patient involvement. No additional information is available.